Event description:
The customer reported that they experienced a speaker malfunction on their x2 monitor.

Manufacturer narrative:
The customer reported a problem with a x2 monitor. Per the customer, the x2 "appeared to have a speaker malfunction". It remains unk whether this report represents the generator of a visible "speaker malfunction" inop message, or how the speaker failure manifested at all (e.g. If the speaker still emitted sounds despite the error message). As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it was considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance stating that the customer not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. And also to remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling (instructions for use). This would alert the user to possible device issue to troubleshoot the device or implement alternative monitoring. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).